Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/23/2020. Corrected information: d3, g1, g2. Additional information: d4, d10, g1, h4, h6. Batch manufacturing records of nw2762/t7014 was reviewed for any process deviation but no deviation was observed. Finished goods tests reports was reviewed for tensile strength value and needle pull-off value found to meet the specification requirement. The following additional information was obtained: the product was manufactured in aurangabad facility in india, hence the complaint sample was shared with the plant. I also received confirmation from the plant personnel that they have received the complaint sample at their end. Additional h6 investigation summary: product complaint (B)(4) was logged for performance - breakage suture. Below is the detailed analysis of complaint reference sample as well as retain sample: complaint sample: 01 intact reference sample foils were received for investigation for code nw2762 lot t7014. Received intact reference sample pack was visually inspected under a 10 x magnification for any damage and showed a multitude of wrinkles over the whole foil pack. Received intact reference sample foils then subjected to knot pull tensile strength test. The primary pack was opened, and suture and needle were found intact. The suture was physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needle but no such defects were observed. The open foil was checked for presence of pin holes and damage and it has been observed that foil was observed with multiple pin holes. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The reference sample was tested for knot pull tensile strength test and found to meeting the specification requirement. Batch record review: as a part of further investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good test records were reviewed for tensile strength value and needle pull-off value at release and found to meet the specification. From batch card review, it is evident that there was no issue related to the suture quality and processing of this incident lot. Retain sample analysis: as the complaint is related to performance - breakage suture, knot pull tensile strength test is applicable & measurable parameter. Knot pull tensile strength test was performed over five retained samples to check the behavior of the suture material. The primary packs were opened, and suture and needle were found intact. The suture was physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needle but no such defects were observed. The open foils of retain sample was checked for presence of pin holes and damage but it was not evident. Upon knot pull tensile strength test of 05 retain sample one retain sample failed to meet the individual knot pull tensile strength specification requirement. For complaint code nw2762 lot t7014 individual values of 01 retain sample does not meet the specification requirements. Based on the analysis it is evident that this is a manufacturing defect.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/24/2020. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. During the procedure the suture broke from the swage end. There were no adverse patient consequences reported.